Event description:
This case was cross referenced with cases: (B)(4) (cluster cases-same reporter). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns an adult female patient (in early 60's) who received treatment with synvisc one and after unknown latency experienced swelling and was drained 40 to 50 cc from each knee (knee effusion). No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 6rsl009 and expiration date: 21-mar-2019) bilaterally for osteoarthritis. On an unknown date in 2016, latency unknown, patient experienced swelling. It was reported that the physician drained 40 to 50cc from each knee and administered a steroid injection. It was reported that patient recovered from the events. Corrective treatment: steroid injection for both the events; drained for knee effusion. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl009 expiration date (03/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl009 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-sep-16, there were (B)(4) complaints on file for lot# 6rsl009: (B)(4) adverse event reports, (B)(4) loose luer-lok hub, (B)(4) leaky syringe, (B)(4) tip breakage, and (B)(4) detached luer-lok hub. (B)(4) will continue to monitor complaints to determine if a CAPA is required. Seriousness criterion: required intervention for both the events. Additional information was received on 02-sep-2016. Global ptc number and results were added and text was amended accordingly.

Event description:
This case was cross referenced with cases: (B)(4) (cluster cases-same reporter). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns an adult female patient (in early 60's) who received treatment with synvisc one and after unknown latency experienced swelling and was drained 40 to 50 cc from each knee (knee effusion). No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: (B)(4) and expiration date: 21-mar-2019) bilaterally for osteoarthritis. On an unknown date in 2016, latency unknown, patient experienced swelling. It was reported that the physician drained 40 to 50cc from each knee and administered a steroid injection. It was reported that patient recovered from the events. Corrective treatment: steroid injection for both the events; drained for knee effusion. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for both the events.